Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a hysterectomy/successfully removed essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/ pain") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping),"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6)2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)/ irregular vaginal bleeding"). In (B)(6)2015, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), feeling abnormal ("brain fog") and vaginal discharge ("vaginal discharge"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. In 2018, the back pain and vaginal discharge had resolved. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, dyspareunia, menorrhagia, vaginal haemorrhage, tooth disorder and feeling abnormal had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, menorrhagia, menstrual disorder, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms plaintiff has been left with abdominal deformity and severe large scarring. Discrepancy noted with regards to essure removal dates: (B)(6)2018 reported from current fu. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dental problems, vaginal discharge, brain fog were added. New reporter, patient information, treatment and historical drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a hysterectomy/successfully removed essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menstrual disorder, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.